Event description:
A visual inspection was conducted & the lift base was found to be in poor condition. Specifically, the cam lock bushing was missing & the roll pin had been replaced with a bolt. A hole had been drilled in the shifter handle & the length shortened by 1 1/2 inches. The missing bushing, along with the unauthorized modifications, resulted in misalignment of the locking pin & mating hole. Continued use in his condition further aggravated the situation by elongating the locking holes. Our conclusion is that this incident was caused by unauthorized modifications & use of replacement parts not to factory specifications. Therefore, no further action is necessary & consider this issue resolved.